Event description:
A pt at the user facility had a lab draw performed and sent to a clinical lab. Due to the high blood glucose result, the lab called the reporter at the facility to let her know the blood glucose was 726 mg/dl. The pt came in the next day to be tested on the facility meter. This was a fasting blood glucose of 116 mg/dl using a "ls" meter. The doctor sent him to the e.r. For evalution. Within the hour, a fasting lab was done with a result of 694 mg/dl. The pt was treated with insulin per doctor's orders and sent home. The pt went to see his own doctor the next day and was not seen again at the user facility.